Event description:
It was reported by the patient with this implantable cardioverter defibrillator (ICD) that the communicator had a flashing red doctor call. Ts advised the patient to go to the clinic. Latitude reports show that the device exhibited high out of range shock impedance. The device remains in use. No adverse patient effects were reported.